Event description:
It was reported that this right ventricular (rv) shock lead was exhibiting low out of range impedance measurements below 20 ohms. Technical services (ts) was consulted, noted possible reasons for the low impedances, and provided reprogramming options. This rv lead remains in service. A defibrillation threshold (dft) test was performed. No adverse patient effects were reported.